Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the delivery system. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in b.5. And h.11. Upon further review of the initially received information, following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the initially received information it was identified that, the lens became lodged when trying to deploy. There was no patient contact reported. The procedure was completed on the same day.